Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anorectum during an internal hemorrhoid ligation procedure to treat anorectal internal hemorrhoids performed on february 18, 2025. During the procedure, the fifth band could not be deployed correctly. When the last band was attempted to be deployed, the band fractured. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing returned with three bands attached to it and one of them is overlapped and broken. The teeth were found bent. The handle had marks of trip wire was secured and the suture was returned with seven knots. No other problems with the device were noted. The reported event of bands unable to deploy and bands damage defective was confirmed. Upon analysis, it was seen that the ligator housing returned with three bands attached to it and one of them is overlapped and broken. The teeth were found bent. Additionally, the handle had marks of trip wire was secured and the suture were returned with seven knots. It is possible that the positioning of the device or the tortuosity during the procedure affected the functionality of the handle, when attempting to deploy the bands. Additionally, it is possible that the technique used to grab the varix by the ligating unit could have caused the suture to be misplaced by the movement of the procedure, causing the bands to fail to deploy. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anorectum during an internal hemorrhoid ligation procedure to treat anorectal internal hemorrhoids performed on (B)(6) 2025. During the procedure, the fifth band could not be deployed correctly. When the last band was attempted to be deployed, the band fractured. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.